Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that t wave oversensing occurred on the right ventricular lead when the patient was running. Lead programming changes were made and the lead remains in use. No patient complications have been reported as a result of this event.